Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the surgeon states that the clips misfired. He said they didn¿t form right and that a clip was sideways in the jaws. He shot that one out and kept using it with no further issues. There were no patient consequences reported.

Manufacturer narrative:
(B)(4). No device received for analysis at time of submission of 3500a. When additional information is received and/or the device analysis has been completed, a supplemental medwatch will be sent.